Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the upper case, one battery latch, and ring cover are broken. Analysis also found the high rate cover is missing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a damaged case. The epg was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.